Event description:
Event verbatim [preferred term]. A bad blister in her lower abdomen [blister]. Narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age, started to receive thermacare heatwrap (thermacare menstrual), via an unspecified area of administration from an unspecified date, for an unspecified indication. Medical history and concomitant medications were not reported. The patient reported that thermacare menstrual product gave her a bad blister in her lower abdomen. The action taken with thermacare heatwrap and the outcome of the event was unknown. According to product quality complaint group: summary of investigation: this investigation was conducted for an unknown lot number menstrual 8-hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. The sample had not been received by the site. Follow-up (12apr2017): follow-up attempts are completed. No further information is expected. Follow-up (06mar2017): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (23dec2019): follow-up attempts are completed. No further information is expected. Follow-up (15apr2020): new information received from a product quality complaint group included: investigation results. Comment: based on the information provided, the event of "blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and event cannot be ruled out. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. There is not a product quality related trend identified. No further investigations or actions is suggested at this time.

Manufacturer narrative:
Summary of investigation: this investigation was conducted for an unknown lot number menstrual 8-hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. The sample had not been received by the site.

Event description:
A bad blister in her lower abdomen [blister]. Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age, started to receive thermacare heatwrap (thermacare menstrual), via an unspecified area of administration from an unspecified date, for an unspecified indication. Medical history and concomitant medications were not reported. The patient reported that thermacare menstrual product gave her a bad blister in her lower abdomen. The action taken with thermacare heatwrap and the outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (12apr2017): follow-up attempts are completed. No further information is expected. Follow-up (06mar2017): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment based on the information provided, the event of "blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the event of "blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.